Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump and sensor. The customer states they have concerns over their sensor and blood glucose readings. The customer's blood glucose level was 211mg/dl and their sensor reading was 89mg/dl. The difference was found to not be within the acceptable range. The customer disconnected before troubleshoot could be conducted.